Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in a coronary artery. The lesion was pre-dilated, then a 2.25 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. The device would not advance as far as the physician had intended and when the device was pulled back, the stent came off the balloon near the lesion. The physician he could not get the delivery balloon all the way back into the stent, therefore only the proximal portion of the stent was inflated. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.